Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a vial-mate adapter. The reporter stated the leak occurred where the adapter was connected to the medication port of a baxter bag of sodium chloride solution. The device was also being used with a non-baxter vial of vancomycin. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.